Event description:
The reporter stated that a capsular tear was noticed when the surgeon inserted a cc4204bf plate collamer lens. The incision was enlarged and the lens was removed whole. Another lens was inserted and a suture was required to close the wound. No vitrectomy was required. The lens was the cause of the capsular tear.